Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of failed battery test alarm and unexpected restart. Customer's blood glucose reading was 128 mg/dl. Customer stated that a temporary basal was not programmed before the unexpected restart. After troubleshooting, customer was not able to clear alarm. The insulin pump was not returned for analysis.